Manufacturer narrative:
Vyaire reference # (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while on a patient. It is currently unknown if there is any patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. There were no anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.